Manufacturer narrative:
This event was already reported under report 2124215-2026-08323. All future reports will be submitted under report2124215-2026-10201.

Event description:
It was reported that this patient experienced ventricular fibrillation (vf). This subcutaneous implantable cardioverter defibrillator (s-ICD) delivered the maximum of 5 shocks but the vf did not convert. This patient was hospitalized in the intensive care unit and an external shock was required to convert the rhythm. An x-ray was performed that showed normal device positioning. Shock impedance was within normal limits at 88 ohms. It was noted that patient will undergo further follow-up with physician. No adverse patient effects were reported outside of the vf. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced ventricular fibrillation (vf). This subcutaneous implantable cardioverter defibrillator (s-ICD) delivered the maximum of 5 shocks but the vf did not convert. This patient was hospitalized in the intensive care unit and an external shock was required to convert the rhythm. An x-ray was performed that showed normal device positioning. Shock impedance was within normal limits at 88 ohms. It was noted that patient will undergo further follow-up with physician. No adverse patient effects were reported outside of the vf. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system was explanted. A new transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported.